Event description:
Two cases reported in french literature of symptoms of hyperthermia, hypertonia and rhabdomyolysis developing upon accidental withdrawal of baclofen therapy. Pts had been receiving baclofen on a long-term basis for spasticity due to brain injury. The literature report indicates that the reservoir volume alarm had been programmed significantly lower than the MFR default setting of 2 ml. The newly programmed alarm levels were 0.5 and 0.2 ml respectively.